Manufacturer narrative:
The complaint was reported because no image. The olympus service team received a a22003a for the reported issue of "no image". As a part of the estimation process, this device underwent a visual inspection and functional tests to assess the device status. The user request for "no image" was confirmed, there is no image. Additionally, the outer tube ins bent. A labeling review is not required as there is no evidence to suggest that the user may not have properly handled/used the device in accordance with the IFU. A DHR review is not required as the complaint cause is not traced to manufacturing, packaging or labeling a risk review was performed for "a040609 and a090206" based on historical data and no unanticipated risks, new failures, and/or new harms were identified. A historical review of the last 12 months of complaints was performed for "a090206" and no trends were identified. A CAPA history review was performed for "a040609 and a090206" and no related capas were found. The complaint allegation for "no image" was confirmed, there is no image. The most probable cause of the complaint is d02, which is cause traced to component failure. No further escalation is required.

Event description:
It was observed that during the device evaluation, the subject device outer tube is bent. There was no patient involvement.